Manufacturer narrative:
The device system will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. The device system was explanted, due to infection. Additional information was received indicating that the patient was put on antibiotics. Additionally, the lead and device will not be returned, as the hospital keeps them. No additional adverse effects were reported.